Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 416 mg/dl while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient was treated with insulin via intravenous therapy and fluid infusions. The pod was removed and discarded at the hospital.